Event description:
It was reported that the customer experienced multiple altitude alarms. During troubleshooting with tandem technical support, it was determined that the customer was receiving temperature alarms and not altitude alarms. Reportedly, the pump was not exposed to extreme temperatures, and the alarms were unable to be cleared. In addition, it was reported that the customer received a button alarm. Customer did not report anything pressing up against the button to have triggered the alarm. Customer had elevated blood glucose levels (270-600 mg/dl). Customer stated that they have manual injections to stabilize blood glucose levels and for continued insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reported the customer was unable to clear the alarm. In addition, it was reported that the customer received a button alarm. Customer did not report anything pressing up against the button to have triggered the alarm. Customer had elevated blood glucose levels (600 mg/dl). It was indicated that the customer has back up manual injections to stabilize blood glucose levels.